Event description:
Caller reported a cgm error 42 related to their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset and guided the caller through the process. After resetting the pump, the cgm error code did not appear again, and the caller successfully started their sensor session.